Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked reservoir tube lip and stained end cap sticker. Drive support was inspected and no anomaly was noted. Pump passed displacement test. Then act, esc and arrow buttons did not respond due to unlock on lcd keypad connector noted. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to button keypad anomaly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call loose driver support cap on the insulin pump. Customer¿s blood glucose level was 120 mg/dl. Troubleshooting was performed. Customer advised the drive support cap was protruded and came out. Customer advised the button of the insulin pump popped out and it would not stop during the priming of the tubing. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.